Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device will only last on battery power for 1 hour. The customer was unable to remember if he saw any error messages or audible alarms. No consequences or impact to patient.